Event description:
It was reported that during the implant procedure, the physician noticed that there was a "gap" in the rv coil on fluoroscopy after a cephalic vein cut down introduction of the lead. It was noted that all lead measurements appear to be normal. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.